Manufacturer narrative:
A ge representative evaluated the system and adjusted the isolation transformer to match the incoming voltage of 129 volts. System operates as intended.

Event description:
The customer reported the system would not boot up and an alarm was sounding. No pt injury was reported.